Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic portion of metal that is imbedded into myometrium") and device dislocation ("migration of device/ migration of essure (transmural)") in a 32-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included marijuana use, cervical dysplasia, drug allergy, anxiety disorder, depression, kidney disorder, postpartum hemorrhage, migraine, pelvic inflammatory disease, pap smear abnormal and d & c in 1997. Previously administered products included for an unreported indication: esgic, celexa, abilify and ativan. Concurrent conditions included smoker, tobacco user and adenomyosis. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("coiled metallic portion of metal that is imbedded into myometrium"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy.) And surgery (total laparoscopic hysterectomy and device removal). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device dislocation, device expulsion, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube). On (B)(6) 2010: hysterosalpingogram results: essure microinsert in good position on the left, tube occluded. Right side, tube is patent. Microinsert not within tube. Could either be in an intraperitoneal location or transmural location within the uterine wall. Impression: unsuccessful occlusion of the right tube as described. Appears to be in a transmural location. On (B)(6) 2010, surgical pathology report showed uterus with cervix, excision: a. Presence of coiled metallic foreign body in uterine cavity. B. Unremarkable endometrium and myometrium. Gross description: coiled metallic portion of metal that is imbedded into myometrium and is identified after sectioning. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dysmenorrhea, dyspareunia, vaginal bleeding, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic portion of metal that is imbedded into myometrium") and device dislocation ("migration of device/ migration of essure (transmural)") in a 32-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included marijuana use, cervical dysplasia, drug allergy, anxiety disorder, depression, kidney disorder, postpartum hemorrhage, migraine, pelvic inflammatory disease, pap smear abnormal and d & c in 1997. Previously administered products included for an unreported indication: esgic, celexa, abilify and ativan. Concurrent conditions included smoker, tobacco user and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("coiled metallic portion of metal that is imbedded into myometrium"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vagina)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy.) And surgery (total laparoscopic hysterectomy and device removal). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device dislocation, device expulsion, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube). (B)(6) 2010: hysterosalpingogram results: essure microinsert in good position on the left, tube occluded. Right side, tube is patent. Microinsert not within tube. Could either be in an intraperitoneal location or transmural location within the uterine wall. Impression: unsuccessful occlusion of the right tube as described. Appears to be in a transmural location. On (B)(6) 2010, surgical pathology report showed uterus with cervix, excision: a. Presence of coiled metallic foreign body in uterine cavity. B. Unremarkable endometrium and myometrium. Gross description: coiled metallic portion of metal that is imbedded into myometrium and is identified after sectioning. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dysmenorrhea, dyspareunia, vaginal bleeding, embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs and mr received. New reporters added. Patient¿s demographics added. Historical condition and drugs added. Concomitant conditions added. Product dates and lot number added. New events added: abnormal bleeding (vagina, menorrhagia), dyspareunia. Event added per mr: coiled metallic portion of metal that is imbedded into myometrium. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic portion of metal that is imbedded into myometrium"), device dislocation ("migration of device/ migration of essure (transmural)") and device expulsion ("coiled metallic portion of metal that is imbedded into myometrium/ migration of essure device location of device: within the wall of the uterus") in a 32-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included marijuana use, cervical dysplasia, drug allergy, anxiety disorder, depression, kidney disorder, postpartum hemorrhage, migraine, pelvic inflammatory disease, pap smear abnormal and d & c in 1997. Previously administered products included for an unreported indication: esgic, celexa, abilify and ativan. Concurrent conditions included smoker, tobacco user and adenomyosis. Concomitant products included paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6) 2010, 3 months 21 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vagina)/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic hysterectomy and device removal, hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device dislocation, device expulsion, dysmenorrhoea, vaginal haemorrhage, menorrhagia, dyspareunia, anxiety and depression outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (left tube). (B)(6) 2010: hysterosalpingogram results: essure microinsert in good position on the left, tube occluded. Right side, tube is patent. Microinsert not within tube. Could either be in an intraperitoneal location or transmural location within the uterine wall. Impression: unsuccessful occlusion of the right tube as described. Appears to be in a transmural location. On (B)(6) 2010, surgical pathology report showed uterus with cervix, excision: a. Presence of coiled metallic foreign body in uterine cavity. B. Unremarkable endometrium and myometrium. Gross description: coiled metallic portion of metal that is imbedded into myometrium and is identified after sectioning. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dysmenorrhea, dyspareunia, vaginal bleeding, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received. Events added: anxiety, depression. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("coiled metallic portion of metal that is imbedded into myometrium"), device dislocation ("migration of device/ migration of essure (transmural)/failure to occlude (close )fallopian tube") and device expulsion ("coiled metallic portion of metal that is imbedded into myometrium/ migration of essure device location of device: within the wall of the uterus") in a 32-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included marijuana use, cervical dysplasia, drug allergy, anxiety disorder, depression, kidney disorder, postpartum hemorrhage, migraine, pelvic inflammatory disease, pap smear abnormal and d & c in (B)(6). Previously administered products included for an unreported indication: esgic, celexa, abilify and ativan. Concurrent conditions included smoker, tobacco user and adenomyosis. Concomitant products included paracetamol (acetaminophen) since (B)(6). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). On (B)(6)2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 21 days after insertion of essure. On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (laparoscopic hysterectomy and device removal, hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown and the dysmenorrhoea and dyspareunia was resolving. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: unilateral occlusion (left tube) essure microinsert in good position on the left, tube occluded. Right side, tube is patent. Microinsert not within tube. Could either be in an intraperitoneal location or transmural location within the uterine wall. Impression: unsuccessful occlusion of the right tube as described. Appears to be in a trans mural location.. Pathology test - on (B)(6)2010: result: uterus with cervix, excision: a. Presence of coiled metallic foreign body in uterine cavity. B. Unremarkable endometrium and myometrium. Gross description: coiled metallic portion of metal that is imbedded into myometrium and is identified after sectioning.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dysmenorrhea, dyspareunia, vaginal bleeding, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Updated onset date of events. Outcome updated for dysmenorrhea and dyspareunia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metallic portion of metal that is imbedded into myometrium'), device dislocation ('migration of device/ migration of essure (transmural)/failure to occlude (close )fallopian tube') and device expulsion ('coiled metallic portion of metal that is imbedded into myometrium/ migration of essure device location of device: within the wall of the uterus') in a 32-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 1997, marijuana use, cervical dysplasia, drug allergy, anxiety disorder, depression, kidney disorder, postpartum hemorrhage, migraine, pelvic inflammatory disease, pap smear abnormal and kidney infection. Previously administered products included for an unreported indication: esgic, celexa, abilify and ativan. Concurrent conditions included smoker, tobacco user and adenomyosis. Concomitant products included buspirone hydrochloride (buspar) from (B)(6) 2009 to (B)(6) 2010, celecoxib (celexa) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression/ psych injury"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 months 6 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic hysterectomy and device removal, hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device expulsion, anxiety, depression and post procedural complication outcome was unknown and the device dislocation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation. She had been treated for pain, bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion(left tube occluded); failure to occlude (close) fallopian tubes. Essure microinsert in good position on the left, tube occluded. Right side, tube is patent. Microinsert not within tube. Could either be in an intraperitoneal location or transmural location within the uterine wall. Impression: unsuccessful occlusion of the right tube as described. Appears to be in a trans mural location.. Pathology test - on (B)(6) 2010: result: uterus with cervix, excision: a. Presence of coiled metallic foreign body in uterine cavity. B. Unremarkable endometrium and myometrium. Gross description: coiled metallic portion of metal that is imbedded into myometrium and is identified after sectioning.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dysmenorrhea, dyspareunia, vaginal bleeding, embedded device and device expulsion. Lot number:628306 manufacturing date:2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (tatal laparoscopic hysterectomy and device removal). Essure was removed. At the time of the report, the device dislocation and dysmenorrhoea outcome was unknown. The reporter considered device dislocation and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metallic portion of metal that is imbedded into myometrium'), device dislocation ('migration of device/ migration of essure (transmural)/failure to occlude (close )fallopian tube') and device expulsion ('coiled metallic portion of metal that is imbedded into myometrium/ migration of essure device location of device: within the wall of the uterus') in a (B)(6) female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 1997, marijuana use, cervical dysplasia, drug allergy, anxiety disorder, depression, kidney disorder, postpartum hemorrhage, migraine, pelvic inflammatory disease, pap smear abnormal and kidney infection. Previously administered products included for an unreported indication: esgic, celexa, abilify and ativan. Concurrent conditions included smoker, tobacco user and adenomyosis. Concomitant products included buspirone hydrochloride (buspar) from (B)(6) 2009 to (B)(6) 2010, celecoxib (celexa) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 months 6 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic hysterectomy and device removal, hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device expulsion, vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown and the device dislocation, dysmenorrhoea, menorrhagia and dyspareunia had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion(left tube occluded); failure to occlude (close) fallopian tubes. Essure microinsert in good position on the left, tube occluded. Right side, tube is patent. Microinsert not within tube. Could either be in an intraperitoneal location or transmural location within the uterine wall. Impression: unsuccessful occlusion of the right tube as described. Appears to be in a trans mural location.. Pathology test - on (B)(6) 2010: result: uterus with cervix, excision: a. Presence of coiled metallic foreign body in uterine cavity. B. Unremarkable endometrium and myometrium. Gross description: coiled metallic portion of metal that is imbedded into myometrium and is identified after sectioning.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dysmenorrhea, dyspareunia, vaginal bleeding, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of events device dislocation (pelvic pain), dysmenorrhoea, dyspareunia, menorrhagia, as recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metallic portion of metal that is imbedded into myometrium'), device dislocation ('migration of device/ migration of essure (transmural)/failure to occlude (close )fallopian tube') and device expulsion ('coiled metallic portion of metal that is imbedded into myometrium/ migration of essure device location of device: within the wall of the uterus') in a 32-year-old female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 1997, marijuana use, cervical dysplasia, drug allergy, anxiety disorder, depression, kidney disorder, postpartum hemorrhage, migraine, pelvic inflammatory disease, pap smear abnormal and kidney infection. Previously administered products included for an unreported indication: esgic, celexa, abilify and ativan. Concurrent conditions included smoker, tobacco user and adenomyosis. Concomitant products included buspirone hydrochloride (buspar) from (B)(6) 2009 to (B)(6) 2010, celecoxib (celexa) from (B)(6) 2009 to (B)(6) 2010, medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("anxiety/ mental anguish") and depression ("depression/ psych injury"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vagina)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 7 months 6 days after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain/ pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and post procedural complication ("post procedural complication"). The patient was treated with surgery (laparoscopic hysterectomy and device removal, hysteroscopy). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device expulsion, anxiety, depression and post procedural complication outcome was unknown and the device dislocation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: tubal ligation. She had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion(left tube occluded); failure to occlude (close) fallopian tubes. Essure microinsert in good position on the left, tube occluded. Right side, tube is patent. Microinsert not within tube. Could either be in an intraperitoneal location or transmural location within the uterine wall. Impression: unsuccessful occlusion of the right tube as described. Appears to be in a trans mural location.. Pathology test - on (B)(6) 2010: result: uterus with cervix, excision: a. Presence of coiled metallic foreign body in uterine cavity. B. Unremarkable endometrium and myometrium. Gross description: coiled metallic portion of metal that is imbedded into myometrium and is identified after sectioning.. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dysmenorrhea, dyspareunia, vaginal bleeding, embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome for pain, vaginal haemorrhage updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.